Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced on the ps3 cable. The system functions as intended.

Event description:
It was reported that the 9900 system lift assembly intermittently does not work upward. No patient injury was reported.